Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported to try and resolve the implant being tilted they contacted the manufacturer¿s representative (rep) to set up an appointment to meet. No actions were taken to resolve the intermittent recharging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they were continuously seeing the ¿recharger not found¿ on the recharger app when they were charging the implant with the wireless recharger (this happened every few months). During the call the recharger had a hard reset performed which resolved the issue and they were charging with an excellent connection at 75%. The patient mentioned it had been hard to get the recharger to stay connected to the implant while charging for the past couple months. The patient mentioned they fell a couple months ago and noticed one side of their implant poked up a little more so the implant wasn¿t laying flat in their chest. If they applied pressure to the recharger it would stay connected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back stating they continue to encounter implantable neurostimulator (ins) charging difficulties. They have not followed up with managing physician regarding the ins position yet because they are unavailable for 2 months. Patient indicated they no longer use the drape because they need to apply pressure to the wireless recharger (wr) in order to charge. They have their mdt rep's cell number and plan to contact them directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called from registered number repeating ongoing issues with recharger not found and staying connected during recharging, their charger has been replaced several times and when it is replaced it works for a short time then the issues start happening again. Pt said they use the drape sometimes and other times has to hold it with their hand. Pt said they charge every other night and leaves it on until it gets to 100 percent charged. Worked with pt torestart the handset, turn wifi off, toggle bluetooth and location off and back on, reset the charger by holding down the power button for 45 seconds then trying again to try to recharge their ins. Pt was successful to connect with a good connection and confirm the ins battery level was 75 percent charged. Pt repositioned to try and was successful to get an excellent connection but the connection was quickly lost. Repositioning allowed pt to connect briefly and pt repositioned and reconnected with good connections several times more and quickly lost connection each time. Pt expressed frustration with recharging. Pt said they have not followed up with the doctor who just returned back to part time. Recommended pt work with the doctor in person to evaluate the reason they have a difficult staying connected to recharge despite the equipment being replaced several times. Pt said they would coordinate an appointment with the rep already mentioned in this case. Reopened the case, reassigned to self to send email to repair to replace the wireless charger and enter the charger serial number into the secure n ote. Pss received call from patient stating they were attempting to pair the replacement wr earlier but were having difficulty. Pss had the caller turn the handset on and navigate to the recharger application. The caller confirmed that they were able to start a charge session of the ins and connect to the application. See secure note for replacement wr serial number.